Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a device interrogation high out of range pacing impedance measurements for the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) were observed. The field representative informed the patient's following physician and the patient was sent to a device specialis where the decision was made to continue to monitor the patient and assess the situation at the next generator change out procedure. Nine months later a remote interrogation was performed following the patient's radiation treatment. Boston scientific technical services (ts) was consulted to review and found the ra lead and crt-d continued to exhibit high out of range pacing impedance measurements along with oversensing of noise. No adverse patient effects were reported. The ra lead and crt-d remain in service and no adverse patient effects were reported.